Event description:
When the protective covering over the additive port on the tpn bag was snapped off in the IV room, the whole port head broke off of at least 2 bags from the same manufacturer and lot. The affected products did not reach any patients. Dates of use: 2008. Reason for use: tpn use.